Event description:
2025-07-15: integrum received a report form stating that the axor ii i9531 had fallen off from the abutment. No injury reported. Manufacturing investigation performed, the unit has been manufactured according to specification. 2025-07-25: technical investigation performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicaded. The clamps showed signs of marring and improper donning indicating that the abutment may not have been fully inserted at some point. During service the clamps were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.